Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/06/2009 that a customer had an issue with a vistec sponge. The customer stated that per the cardiac cath lab, the product is falling apart and leaving fibers in the pacemaker pocket.